Manufacturer narrative:
The user reported differences between sg and bg readings. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was advised to perform a sensor re-link to allow the system re-initialize and converge faster. Post re-link, review of sensor data indicated that bg values aligned with sg trends well, with occasional differences due to the expected lag between bg and sg inherent to the sensing technology. The patient continued to express concern regarding low glucose discrepancies and escalated to a 1:1 review with clinical specialist. Review of multiple bg vs sg events confirmed readings were within the expected accuracy range. The patient was reassured that the system was performing per labeling and acknowledged understanding. As per the data management system (dms) review, the system remained in active use with up-to-date information. No device malfunction was identified, and no further investigation was required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.